Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with shortness of breath and leg swelling. It was discovered that the patient was in complete heart block due to the right ventricular lead exhibiting a loss of capture and high lead impedance. Fluoroscopy imaging revealed that the lead was fractured. The lead was capped and replaced on (B)(6) 2016. The patient's condition post procedure was stable.